Event description:
During ICD changeout, the chronic lead was connected to a new ICD. The pocket was closed and a popping noise was heard. During dft testing the patient was rescued by external defib. The device never charged or went off. The ICD could not be interrogated. The pocket was re-opened and the ICD was hot to touch. The device was explanted and replaced.

Manufacturer narrative:
Analysis identified damage to the high voltage output circuitry. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.